Event description:
In 2008, the lay user/patient's father contacted lifescan (lfs) alleging that the patient's onetouch ultrasmart display was damaged. The medical affairs specialist (mas) spoke with the reporter on november 20, 2008 and obtained the following information. The patient's father reported that the patient discovered the damaged display on eleven days prior to original date, after an alcohol pad was left on the meter's display overnight. The reporter stated that the patient continued to test with the subject meter despite the issue; however, the reporter did not know what kind of readings the patient was obtaining. The reporter stated that his son would just tell him that the readings "were good". In addition, the reporter claimed that the patient reportedly continued his usual dose of diabetes medication (28 units of lantus at night and novolog at every meal based on sliding scale). On the afternoon of november 4th 2008, approximately 3 days after the issue was discovered, the reporter claimed that his wife found the patient "passed out" and immediately contacted emergency services. Prior to the arrival of emergency services, the reporter claimed that his wife and daughter gave the patient some grape juice, which he drank. When emergency service arrived, it was reported that the patient's blood glucose was tested with the emt's meter and they obtained a value in the "250 mg/dl" range and took him to the emergency room. While in the ER, the patient was tested multiple times; however, the reporter did not know what the patient's blood glucose readings were since he was not with the patient at that time. The patient was reportedly treated with insulin (type and dose unknown) and an IV and admitted into the hospital for a day. The reporter stated that he was told that the patient was close to having ketoacidosis. At the time of troubleshooting, the cca was unable to resolve the issue. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly was treated for hyperglycemia by an hcp after the reported issue began.

Manufacturer narrative:
Lifescan has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.